Event description:
It was reported that the arctic sun device would take only 2 liters of water. And the device was troubleshooted with the biomed. As per the follow up information received on 19may2022. There was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device would take only 2 liters of water. And the device was troubleshooted with the biomed. As per the follow up information received on 19may2022. There was no patient involvement.

Manufacturer narrative:
Upon further review of investigation, it has been determined that this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.